Event description:
A power source alert 07 was reported. There was no reported impact to the customer's blood glucose level. The customer confirmed the use of tandem charging cable and wall adaptor when the alert occurred. Distributor confirmed the issue was resolved during the call and no further troubleshooting was required.